Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the investigation and the available information, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the printed circuit board failed, top cover, foot, and chassis had poor appearance and the video connector socket failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. D9: the device return date was not available at the time of the initial submission.

Event description:
The customer reported to olympus, the video system center's, video connectors was block/damaged. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the screw was found damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.